Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, lot#: unknown, product type: lead. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient had a thin scalp generating electrodes directly under the skin and a presence of crust facing the scar of cerebral surgery. A surgical revision was to occur to revise the scar, the electrode was to be explanted and re-implanted in the next 3 months. This revision occurred on (B)(6) 2020. It was indicated this issue was not related to the device or therapy, but was related to the implant procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a hcp. It was reported that there was an infection due to the thin scalp with the electrodes directly underneath at the left lead. On (B)(6) 2020 the patient's system was explanted and not replaced. The event resulted in patient hospitalization.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received indicating this issue provocated a chronical infection at the left electrode and they were in outpatient hospitalization. Additionally, the patient had good cicatrisation and suture point ablation. The lead was repositioned on (B)(6) 2019 and explanted and not replaced on (B)(6) 2020. The event was ongoing.